Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned

Event description:
Head of the first hexagonal key was broken during constructing prosthesis. Arch of the second key was broken during the same procedure.

Event description:
Head of the first hexagonal key was broken during constructing prosthesis. Arch of the second key was broken during the same procedure.

Manufacturer narrative:
An event regarding fracture involving a monogram torque wrench was reported. The event was confirmed by device images. Conclusions: the reported fracture was confirmed however, the root cause could not be determined as the device was not returned for evaluation. If the device becomes available, this record will be reopened.